Event description:
It was reported that a patient newly trained on the ilet experienced a sudden near-syncope feeling while in a store, prompting a 911 call and ER evaluation, with blood glucose around 225 mg/dl at the time; the event was characterized as hyperglycemia of unclear cause, and no device-specific problem or component issue could be identified due to insufficient information. Symptoms included hyperglycemia with a reported presyncopal episode, though the precise clinical details remained unclear. Outcomes included an unexpected medical intervention, as the patient required emergency evaluation and treatment. Investigation included communication with the caregiver and healthcare provider and analysis of information provided by third parties. Investigation of this case revealed no findings available and insufficient information to determine a device problem or implicated component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.